Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steadily rising from 1500 ohms (B)(6) 2015 up to 2500 ohms by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and pacing impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.